Event description:
On july 8, 2026, abbott diabetes care (adc) received an email report from (B)(6) concerning a 22-year-old patient. The report referenced the use of the freestyle libre 2 plus (sensor reference: (B)(4), lot or serial number unknown) and the omnipod 5 starter kit (reference and lot or serial number: (B)(6). According to the report, on june 24, 2026, the patient was working in a high-temperature environment during a heat wave, resulting in significant dehydration. During this period, the patient experienced severe hyperglycemia. The insulin delivery system in use did not provide sufficient insulin, prompting a switch to manual mode. The patient administered three correction boluses of 10 units each. Despite persistent hyperglycemia, the patient did not change his omnipod nor administer additional insulin via injection pens. The patient was admitted to the emergency department at (B)(6) hospital and subsequently transferred to the intensive care unit at (B)(6) hospital. The recorded ph was 6.83. The patient experienced cardiopulmonary arrest, resulting in brain death and subsequent death. The report notes that device alerts were present during the event. However, consumable medical devices were unavailable for analysis at the time of reporting, and the controller device had not been recovered. The installation date of the freestyle libre 2 plus sensor remains unknown. There is no information regarding the potential involvement of medical devices. The event has been reported to the (B)(6) for medicines and health products safety (ansm) and insulet. No autopsy report or death certificate has been provided to date. Based on the available information, it is inconclusive whether the adc device contributed to or caused the reported death. A follow-up report will be issued if adc obtains any further information regarding this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided; therefore, no DHR review is possible. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. It is not possible to determine the probable cause of this event. There are mitigations are in place to reduce and prevent issues such as disconnected, faulty or damaged components or misuse of the device. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.